Event description:
It was reported that the user was not receiving insulin because the ilet pump repeatedly entered a paused state approximately every two hours despite the user not initiating pauses, which led to hyperglycemia and prompted advice to revert temporarily to alternative therapy; the medical device problem and device component were not specified due to insufficient information. Symptoms included hyperglycemia with a reported blood glucose of 401 mg/dl. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.